Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed open blisters on his right side and on his back under the therapy electrode pads. The patient's physician instructed the patient to use calamine lotion on the irritation and to leave the lifevest off for one day. Follow-up indicated that the blisters were improving.